Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 380-400mg/dl. Supply changes were performed to resolve the past occlusion alarms. A system check was performed using the current supplies and the current occlusion was found to be within the cartridge. A cartridge change was performed and insulin deliveries were successfully resumed without any additional occlusion alarms occurring.